Event description:
The customer reported that she was hospitalized with blood glucose levels greater than 300 mg/dl. The customer stated that she was dizzy, fatigued and nauseous. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer removed the infusion set, and the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.